Event description:
It was reported that the patient underwent tha in 2012. The ceramic head was dislocated this year. So, the ceramic head and poly liner were replaced on (B)(6) 2015. It was noted that the activity of the patient is very high.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: explanation was noted on the articulating surface of the liner. Damage was noted around the rim of the liner. A dimensional inspection was performed. All measurements conformed to the required specifications. The q dimension did not meet the required spec as a result of the damage around the rim of the liner. A review of the igs captured within the DHR did not indicate any evidence of a dimensional issue. Material analysis: a material analysis was not performed as the reported event does not relate to a material integrity issue. The customer request a wear analysis of the reported device however a visual examination of the device noted that there was no wear apparent on the articulating surface of the liner. This was further supported from the dimensional inspection carried out that confirmed the m radius was within specification, as such a wear analysis was not performed. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
It was reported that the patient underwent tha in 2012. The ceramic head was dislocated this year. So, the ceramic head and poly liner were replaced on (B)(6) 2015. It was noted that the activity of the patient is very high.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.